Manufacturer narrative:
The reported event was dislodgement. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a visual inspection revealed an external insulation abrasion that breached the outer insulation and exposed the outer coil proximal to the suture sleeve tie impression consistent with friction to the device can.

Event description:
It was reported that the patient's right atrial lead was dislodged. Fluoroscopy was performed and confirmed the ra lead dislodgement. The ra lead was explanted. The patient was stable throughout.